Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further specified as contamination because the patient wore clothes that had been stored for a few years. The peritonitis was manifested by cloudy effluent. Twenty-four days after the event onset, the patient experienced refractory peritonitis manifested by cloudy effluent. On an unknown date, the patient was treated with vancomycin (intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.